Manufacturer narrative:
Additional contact details: event site address: (B)(6). Event site postal code: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) malfunction of direct ECG input. When using with a patient, no waveform or numerical value was displayed when direct ECG input was used. When the connection between the main unit and the cable was pressed, the waveform was input. Request to check for abnormalities on the device side. No patient harm. There is no information about part replaced.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had no waveform or numerical value was displayed when direct ECG input was used. When the connection between the main unit and the cable was pressed, the waveform was input. There were no health damages.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site postal code - (B)(6)), e2, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions and health effect ¿ impact codes), h10. A getinge field service engineer (fse) evaluated the unit and confirmed ECG signal input unstable. Fse cleaned the contacts of the cable connection and reassembled the front-end board. Fse performed the ECG gain test and it was passed. A running test was performed using ECG trigger and it was confirmed that it worked normally.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had no waveform or numerical value was displayed when direct ECG input was used. When the connection between the main unit and the cable was pressed, the waveform was input.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.